Event description:
It was reported that while they were transporting a patient on the cardiosave intra-aortic balloon pump (iabp) the unit suddenly alarmed and powered down. They rebooted, but then alarmed "internal communication failure". They immediately switched pumps successfully. There are no reports of harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during set up, the cardiosave intra-aortic balloon pump (iabp) the unit suddenly alarmed and powered down. They rebooted, but then alarmed "internal communication failure". They immediately switched pumps successfully. There are no reports of harm or injury to the patient.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had communication errors and shutdown. A getinge field service engineer (fse) investigated the customer's complaint confirmed and verified error code te107. In accordance with service manual replaced front end board (0670-00-1164) and power management board (0670-00-1162). Full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for service. Verified unit also need b.17 software and coil cable fsca to be performed. Patient involvement is there, but injury information unknown.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected fields: h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) had communication errors and shutdown. A getinge field service engineer (fse) investigated the customer's complaint confirmed and verified error code te107. In accordance with service manual replaced front end board (0670-00-1164) and power management board (0670-00-1162). Full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for service. Verified unit also need b.17 software and coil cable fsca to be performed. Patient involvement is there, but injury information unknown. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0670-00-1162 rev. E, sn (B)(6). Pn 0670-00-1164 rev. B, sn (B)(6). Parts were received with a reported failure of an error code 107. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pn 0670-00-1162 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is "not confirmed". The fat installed pn 0670-00-1164 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining pn 0670-00-1162 in the failure analysis and testing department per procedure. (B)(4). Part revision is obsolete and not able to be tested by supplier. Sending pn 0670-00-1164 to the supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for pn 0670-00-1164. Please see attachment. They stated: lifted pad c339. Damaged component j2. Probable root cause for this part is not specifically identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is "not confirmed".